Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer refills old cartridges with insulin and uses cartridges past labelling. Tandem clinical support educated customer regarding cartridge labeling instructions. The customer re-loaded the cartridge to resolve each issue. Customer¿s blood glucose level was 137 mg/dl.